Event description:
It was reported that an ilet user saw three dashes on the display indicating no cgm glucose values while using a dexcom g7, despite receiving a concurrent high glucose reading on the dexcom app; a fingerstick measured 263 mg/dl, which was entered into the ilet, and no alarms or additional issues were reported. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond home monitoring, and no hospitalization. Investigation included telephone troubleshooting and user education on entering a fingerstick value when cgm data are not available on the ilet. Investigation of this case revealed that the ilet did not receive cgm values from the sensor at the time of the event, while the dexcom app continued to receive data, and the device accepted a manual blood glucose entry which allowed continued operation; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.